Event description:
According to the reporter: during a laparoscopic gastric bypass procedure, two reloads did not fire when using a powered handle. To complete the procedure, another reload was used with the powered handle. No patient injury or extension in surgical time.